Manufacturer narrative:
D3: mfg establishment name updated. D9: device received on 2/6/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a bent microswitch to be the cause of the problem. The microswitch was replaced to fix the issue.

Event description:
It was reported that the pump did not warm. There was unknown patient harms reported as a result of this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.